Event description:
MEDTRONIC RECEIVED INFORMATION VIA A THIRD PARTY REGISTRY TITLED: (B)(6). THE DATA WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY REPORT FORMAT IN THE ATTACHED FILE. REVIEW OF THE 380 TOTAL RECORDS REVEALED 29 PATIENT DEATH EVENTS MET MDR REPORTING CRITERIA.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 PER THE SUBSEQUENT GUIDANCE PROVIDED AFTER THE SUBMISSION OF THE INITIAL REPORT, SEPARATE SERIOUS INJURY EVENTS ARE BEING REPORTED IN THE 2025587-2014-01018 SUPPLEMENTAL MEDWATCH REPORT.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. IT WAS REPORTED THAT THE DATA INCLUDES SOME COMPLAINTS FROM (B)(4) 2015; HOWEVER, BECAUSE THE DATA IS ANONYMIZED, IT IS NOT KNOWN WHICH COMPLAINTS ARE FROM CALENDAR YEAR 2015. THE AVAILABLE INFORMATION FOR EACH COMPLAINT, INCLUDING PATIENT CODES AND DEVICE CODES, IS SUMMARIZED IN THE ATTACHMENT SUBMITTED WITH THIS REPORT. THE PATIENT INFORMATION INCLUDED IS SECTION A. IS AN AVERAGE OF THE DATA PROVIDED FOR THE DECEASED PATIENTS EVENTS INCLUDED IN THE ATTACHMENT, AND THE REPORTED GENDER REPRESENTS THE MAJORITY OF PATIENTS INCLUDED IN THE ATTACHMENT.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS FROM CALENDAR YEAR 2014 (JANUARY 1, 2014 THROUGH DECEMBER 31, 2014).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014). THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.)

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE ATTACHED SPREADSHEET CONTAINS ADDITIONAL INFORMATION FOR TWO PATIENTS, (B)(6), THAT WAS RECEIVED IN THE (B)(4) 2015 QUARTERLY REPORT FROM THE STS/ACC TVT REGISTRY FOR TRANSCATHETER AORTIC VALVE REPLACEMENT. BOTH ITEMS ARE UPDATES TO 2025587-2014-01017, FOLLOW-UP NUMBER 003, FOR THE REGISTRY-REPORTED PERIOD OF APRIL 1, 2014-JANUARY 20, 2015. THE SPREADSHEET ALSO CONSOLIDATES ALL PREVIOUSLY-REPORTED INFORMATION REGARDING EVENTS WITH A STATUS OF "DEATH" FOR REGISTRY PATIENTS TO FACILITATE FUTURE PATIENT UPDATES AND REPORTING IN ALIGNMENT WITH THE PREVIOUS DIRECTIVE TO REPORT REGISTRY PATIENT EVENTS FROM CALENDAR YEAR 2014 UNDER A SINGLE REPORTING NUMBER (CONSOLIDATING THE INFORMATION FROM THE INITIAL 2025587-2014-01017 REPORT AND FOLLOW-UP REPORTS 001-003).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENTS. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS FROM CALENDAR YEAR 2014 (JANUARY 1, 2014 THROUGH DECEMBER 31, 2014).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. SUBSEQUENT REVIEW DETERMINED THAT AN ERROR IN PROCESSING THE PREVIOUS SPREADSHEET ATTACHMENT FOR SUBMISSION RESULTED IN A MISALIGNMENT OF THE UNIQUE COMPLAINT ID NUMBER AND THE CORRECT CORRESPONDING PATIENT/COMPLAINT INFORMATION. ALSO, THE PREVIOUS ATTACHMENT, WHICH WAS FOLLOW-UP REPORT 2, WAS INCORRECTLY LABELED AS FOLLOW-UP REPORT 3.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA¿S MAUDE DATABASE. THE AVAILABLE INFORMATION FOR EACH COMPLAINT, INCLUDING PATIENT CODES AND DEVICE CODES, IS SUMMARIZED IN THE ATTACHMENT SUBMITTED WITH THIS REPORT. THE EVENT DATE LISTED ON THIS FORM IS THE FIRST DATE OF THE EARLIEST YEAR IN WHICH A REPORTED EVENT OCCURRED; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT. THE PATIENT INFORMATION INCLUDED IS SECTION A. IS AN AVERAGE OF THE DATA PROVIDED FOR THE DEATH EVENTS NOTED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. THE ATTACHED UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED DECEASED COREVALVE TVT REGISTRY PATIENTS FROM CALENDAR YEAR 2014.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIODS: Q1-Q4 2014 (JANUARY 1, 2014-DECEMBER 31, 2014) THE ATTACHED UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED DECEASED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT. (THE REPORTED INFORMATION ACROSS QUARTERLY PERIODS WAS PREVIOUSLY CONSOLIDATED FOR THE CALENDAR YEAR UNDER THIS SINGLE REGULATORY REPORT NUMBER PER FDA REQUEST.) NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;700802210-10-1356471,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-1636977,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-1990677,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2137157,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2137157,S,,,,,;700802210-10-2376170,I,D,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2603290,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2650830,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2759924,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2922879,I,D,39,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2929492,I,D,26,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2930812,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2936872,I,D,16,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2939017,I,D,44,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2942046,I,D,81,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2944580,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2954322,I,D,56,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2960328,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2962047,I,D,28,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2963021,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2966201,I,D,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2968818,I,D,184,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2970792,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2971634,I,D,25,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2971637,I,D,43,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2971986,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2971986,S,D,,,,;700802210-10-2975799,I,D,50,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2982259,I,D,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2987553,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2993600,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2993600,S,,,,,;700802210-10-2994013,I,D,16,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2994109,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2994109,S,,,,,;700802210-10-2994881,I,D,53,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2995975,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2996078,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2996121,I,D,74,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-2999041,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-2999454,I,D,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3001935,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-10-3003608,I,D,17,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3004918,I,D,44,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3005399,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3007975,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3009849,I,D,131,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3010182,I,D,35,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3011442,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3011476,I,D,68,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3012557,I,D,45,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3013744,I,D,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3014424,I,D,29,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3021166,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3022051,I,D,108,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3023098,I,D,136,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3024977,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3025193,I,D,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3027313,I,D,71,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3027483,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3032796,I,D,96,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3032796,S,,,,,;700802210-10-3032796,S,,,,MCS-P3-31-AOA ,;700802210-10-3033295,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3033346,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3033346,S,D,,,,;700802210-10-3037765,I,D,109,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3039479,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3039479,S,,,,,;700802210-10-3041004,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3041402,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3042331,I,D,38,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3042739,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3042739,S,,,,,;700802210-10-3045608,I,D,32,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3046188,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3046634,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3051230,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3053718,I,D,103,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3053989,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3054035,I,D,61,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3054494,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3055060,I,D,84,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3055636,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3056022,I,D,51,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3056058,I,D,46,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3056248,I,D,166,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3057399,I,D,172,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3057759,I,D,29,CoreValve System - Transcatheter Aortic Valve,Not available,C76126;700802210-10-3060808,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3062204,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3066616,I,D,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3069684,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3072787,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3073285,I,D,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3073763,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3073825,I,D,164,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3074370,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3076543,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3076549,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3076573,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3077592,I,D,92,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3078127,I,D,37,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3078132,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3078132,S,,,,,;700802210-10-3081359,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3082517,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3083968,I,D,104,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3085948,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3085948,S,,,,,;700802210-10-3086881,I,D,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3088539,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3088587,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3088919,I,D,26,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3090042,I,D,70,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3090226,I,D,35,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3091646,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3093502,I,D,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3094268,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3094268,S,,,,,;700802210-10-3094268,S,,,,,;700802210-10-3094696,I,D,45,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3095220,I,D,38,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3096937,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3096937,S,,,,,;700802210-10-3101788,I,D,46,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3103019,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3103943,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3106781,I,D,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3106869,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3110359,I,D,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3113637,I,D,43,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3113646,I,D,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3114843,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3114944,I,D,58,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3115026,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3119191,I,D,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3120560,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3123623,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3123728,I,D,33,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3123796,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3123929,I,D,70,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3125752,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3127497,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3127497,S,,,,,;700802210-10-3127497,S,,,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,;700802210-10-3128166,I,D,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3129557,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3130273,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3130273,I,,,,,;700802210-10-3130273,I,,,,,;700802210-10-3130273,I,,,,,;700802210-10-3130273,S,,,,,;700802210-10-3130835,I,D,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3131092,I,D,40,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3131203,I,D,52,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3133811,I,D,32,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3133811,S,,,,,;700802210-10-3135533,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3135559,I,D,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3135972,I,D,123,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3136940,I,D,unknown,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3137224,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3140695,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3140837,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3140847,I,D,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3140847,S,D,,,,;700802210-10-3140925,I,D,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3141568,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3141568,S,D,,,,;700802210-10-3142784,I,D,40,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3143581,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3145445,I,D,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3149172,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3149503,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3149957,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3150666,I,D,41,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3155912,I,D,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3158543,I,D,65,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3159444,I,D,72,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3159444,S,,,,,;700802210-10-3159444,S,,,,,;700802210-10-3159827,I,D,79,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3161383,I,D,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3161383,S,D,,,,;700802210-10-3162058,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3163492,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3163577,I,D,53,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3163577,S,,,,,;700802210-10-3166611,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3166611,S,,,,,;700802210-10-3166611,S,,,,,;700802210-10-3171012,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3173751,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3175198,I,D,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3177912,I,D,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3180087,I,D,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3180612,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3180796,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3181372,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3184252,I,D,52,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3186187,I,D,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3186978,I,D,49,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3187114,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3187229,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3188930,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3189237,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3189266,I,D,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3189566,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3189572,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3189887,I,D,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3190035,I,D,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3190035,S,,,,,;700802210-10-3190035,S,,,,MCS-P3-26-AOA,;700802210-10-3197296,I,D,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3197296,S,,,,,;700802210-10-3197296,S,,,,,;700802210-10-3199715,I,D,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3201606,I,D,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3201606,S,,,,,;700802210-10-3202448,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3204145,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3204998,I,D,unknown,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3208395,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3211585,I,D,45,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3212268,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3215376,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3216092,I,D,43,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3220699,I,D,27,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3225853,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3228274,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3228274,S,,,,,;700802210-10-3228274,S,,,,MCS-P3-31-AOA ,;700802210-10-3228274,S,,,,,;700802210-10-3229591,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3230089,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3230089,S,,,,,;700802210-10-3230089,S,,,,MCS-P3-31-AOA ,;700802210-10-3230338,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3230556,I,D,34,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3230640,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3231049,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3231084,I,D,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3233115,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3233115,S,,,,,;700802210-10-3233132,I,D,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3233460,I,D,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3233460,S,,,,,;700802210-10-3233507,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3233507,S,,,,,;700802210-10-3234823,I,D,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3235920,I,D,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3236416,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3236632,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3237123,I,D,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3238422,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3239725,I,D,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3240393,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3240952,I,D,46,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3240959,I,D,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3244714,I,D,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3251845,I,D,31,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3252055,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3252927,I,D,50,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3255675,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3255675,S,,,,,;700802210-10-3255718,I,D,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3258274,I,D,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3266842,I,D,55,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3267954,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3267978,I,D,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3268861,I,D,44,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3268966,I,D,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3269043,I,D,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3270960,I,D,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3275005,I,D,49,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3275606,I,D,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3279305,I,D,37,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3280201,I,D,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3282426,I,D,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3282426,S,,,,,;700802210-10-3283763,I,D,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700802210-10-3283763,S,,,,,;700802210-10-3284280,I,D,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3287578,I,D,70,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700802210-10-3289483,I,D,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126